Event description:
It was reported that during an unknown procedure, solid tone with error code '5' during the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. In addition, the clamp arm was detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade broke off. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.